Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open breast procedure, the surgeon experienced issue with loading and firing of the clips on two (2) device. In addition clips came out broken. Third clip applier was opened and used to resolve the issue. There was no patient injury.